Event description:
It was reported by the patient's attorney that following a laminectomy and epidural injections, the patient underwent a procedure for alif at l4-l5 and l5-s1 with implant of a lumbar anterior plate and allograft bone graft cage. Three months post-op, x-rays reportedly revealed the plate was not properly attached and there was subsidence of the cage. After a subsequent abdominal CT revealed that the patient's aorta was tented over the plate, the surgeon recommended surgery to remove the plate. Four months post-op the patient underwent surgery to remove the plate. The next day the patient underwent emergency surgery due to aortoiliac dissection with complete occlusion of aorta and bilateral common iliac arteries with distal thrombus.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.